Event description:
It was reported following a percutaneous coronary intervention (pci), an angio-seal sts plus was deployed in the right femoral arteriotomy. Two to three months later, the patient experienced symptoms of vessel occlusion of the right leg and an ankle brachial index (abi) test was performed. The abi results dropped to .03 from 1.0. Ninety-six days after the angio-seal was deployed in the right femoral arteriotomy, the patient underwent surgical revision of the artery via a synthetic graft. The occlusion was corrected and an alleged collagen-like substance was removed from within the superficial femoral artery (sfa) 2cm below the bifurcation. There was no angio-seal components found outside of the artery.

Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The material was returned inside a hard plastic container (immersed in an unidentified odorless, colorless liquid), inside three consecutively nested plastic bags, inside a padded bag, inside a cardboard box; the box was in good condition. A device return kit was not used. No cold packs were present. A mass of unknown wet biomaterial/blood-like substance was received for evaluation. No visually identifiable angio-seal components were present. The plastic container was at room temperature. The interior of the inner plastic bag was wet, consistent with leakage from the plastic container. The biomaterial appeared to be a single amorphous mass, approximately 0.53" in its longest dimension, with a white colored projection formed on one end. The biomaterial had adequate structure to retain its shape during handling, but could be easily torn with tweezers. No material resembling angio-seal collagen's ribbon-like shape or fibrous structure was noted. The angio-seal patient information guide states within 60 - 90 days (12 weeks), the anchor, collagen sponge and suture of the angio-seal device will naturally be reabsorbed by the body. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction for the anchor or fragments, or surgical intervention.